Event description:
It was reported to ge medical systems that the pt contact switch, intended to stop director motion upon contact, did not function properly. The technician reportedly stopped the detector's motion toward the pt by pressing the control to move the detector away from the pt. No injury was reported. Emergency stop switches are also provided to stop motion immediately in the event of malfunction. Upon examination and test of the device, it was found to be working properly and the site was allowed to use the system by following additional procedures involving checking operation of the contact switches before each patient, and watching the pt closely during the study.